Event description:
(B)(4) study. It was reported that following a coronary artery stenting treatment procedure the patient died. In (B)(6) 2008, a 3.x16mm taxus express2 stent was implanted in the mid left anterior descending artery. The patient was discharged on bayer aspirin and plavix. In (B)(6) 2013, the patient died while exercising at a gym. The cause of death is unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu (B)(4).

Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure the patient died. In (B)(6) 2008, a 3.x16mm taxus express2 stent was implanted in the mid left anterior descending artery. The patient was discharged on bayasprin and plavix. In (B)(6) 2013, the patient died while exercising at a gym. The cause of death is unknown.